Manufacturer narrative:
Investigation results: result - a sample was not returned for investigation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4230854. Conclusions - as there was no actual returned sample for investigation, an absolute root cause for this incident cannot be determined. A sample was not returned for investigation.

Manufacturer narrative:
No medical device expiration date. Evaluation: a sample is available for investigation but has not been received. Upon completion of the investigation, a supplemental report will be filed. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4230854. Awaiting sample from customer.

Event description:
Per report, on (B)(6) 2015 customer went to the ER after the device needle broke off during injection and remained in her body. She received three x-rays. Although they saw the needle on x-ray, they were not able to retrieve it. On (B)(6) 2015, the customer went to the surgeon who attempted to retrieve the needle surgically but he stated it was too deep in the muscle. Customer returned on (B)(6) 2015 to have the stitches removed. Customer was completing her course of antibiotics and no infection was noted during follow up. The customer reported there will be no further follow up unless the site becomes infected.